Event description:
Consumer reported left eye completely red & painful in 2006. She irrigated the eye with warm water. Two days later, she went to ophthalmologist who diagnosed a paracentral corneal ulcer, os. Lens age 6 months. Use of kirkland mps (store brand) to clean lenses & aosept to store lenses. Usually rinses lens cup with tap water. Ecp reported pseudomonal corneal ulcer with 1 (4mm) infiltrate, mild anterior chamber reaction & scarring. Treatment consisted of vigamox every half hour reduced to every hour the next month. One month before, refit to focus night & day lenses. The following month, event healing & under control. No further follow up required. Pre-event acuity 20/20, post event 20/20. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as an infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.